Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this epicardial lead was not successfully implanted due to placement difficulty in the torturous patient anatomy. Subsequent out-of-range pace impedance was noted via the pacing system analyzer (psa). All other lead measurements were noted as normal. There was no evidence or allegation of a connection issue. There were no reported adverse patient effects associated with this clinical observation.